Manufacturer narrative:
Device evaluation: visual inspection revealed the tip is fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw inserter's tip broke off while installing a screw intra-operatively. The tip was retrieved and another inserter was used to complete the procedure without patient impacts.